Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The labeling was reviewed, the read of the dose was not clean described. The labeling will be updated as a corrective and preventive action. The product was recalled by distributor with recall number z-0310-2025

Event description:
The customer reported that the item has caused a near miss because of the elongated plunger on the syringe and stated it has become a safety issue for clinicians administering the dosage, due the change made on the conical plunger in november. Additional information received on (B)(6) 2024 stated that in the emergency dept at new nurse drew up ordered 5 units insulin and asked another nurse to dual verify the dose drawn up. That senior nurse was concerned about the new/different design of the syringe (no other medication syringe used in current or years of practice is designed this way) and they went to the assistant unit director.  The dose was drawn up using the conical tip at the 5 unit marker on the syringe -which was actually 22 units of insulin. After consultation with the assistant unit director they thought the base of the plunger was likely the correct marker to use and gave the 5 unit IV dose.